Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The annular perimeter of the native valve was approximately 64mm. The patient was unstable prior to coming on to the tavi table and the heart rate was 40 beats per minute (bpm) with heart block. The valve was implanted at a depth of 6mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). After the procedure, the patient received a pacemaker. The patient was reported stable and discharged.

Manufacturer narrative:
An event of device malposition, heart block, and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient was unstable prior to coming on to the tavi table and the heart rate was 40 beats per minute (bpm) with heart block. The valve was implanted at a depth of 6mm at non-coronary cusp (ncc). Based on all available information, a cause for the reported device malposition could not be conclusively determined. It is possible that this was a result of procedural conditions. However, this cannot be conclusively determined. The reported heart block and bradycardia appear to be related to patient condition (patient presented with both prior to being on the table). There is no indication of a product quality issue with regards to manufacture, design, or labeling.